Event description:
It was reported during the dvt procedure, the physician found "sheath check valve got separated". A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one sheath and dilator for analysis. The entire sheath assembly was not returned for analysis. Definite signs of use were observed on the components. Visual analysis revealed that the sheath valve assembly was completely separated. The edges of the separation point appeared rough and jagged. The other separated portion of the valve body, including the sidearm, was not returned for analysis. Separation of the sheath body extrusion was also noted. The customer was contacted regarding the observed defect, but no clarification was provided. Functional inspection could not be performed as a part of this complaint investigation due to the damage. R & d and manufacturing were contacted as a part of this complaint investigation to determine if the damage was manufacturing related. Based on their feedback, an excessive amount of force would have to be applied to cause the observed separation. The appearance of the damage is not consistent with the manufacturing process of the sheath assembly. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished , determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a sheath valve assembly separation was confirmed by investigation of the returned sample. Visual analysis revealed that the valve body was separated, and the edges of the separation point appeared rough and jagged. The other portion of the valve body was not returned. Based on the customer description, sample received, and feedback provided, the appearance of the damage is consistent with use of excessive force; however, without the entire sheath assembly returned for analysis, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported during the dvt procedure, the physician found "sheath check valve got separated". A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.